Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "luer-lock connection has leaking issue" during patient use. No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "luer-lock connection has leaking issue" during patient use. No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Signs-of-use in the form of biological material were observed on the catheter body. Visual analysis revealed that the distal extension line contained a hole directly adjacent to the luer hub. Microscopic examination confirmed the hole. No other defects or anomalies were observed. The total catheter body length from the juncture hub to the severed tip measured 286mm, which indicates that at least 24mm-44mm of the catheter body was severed and not returned for analysis (per the catheter graphic). The catheter body outer diameter measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured .056" which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. A lab inventory syringe was used to inject water through all three extension lines per IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." When injecting the distal lumen, water was observed exiting out of the hole in the extension line. No defects or anomalies were observed when injecting the proximal and medial lumens. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal e xtension line contained a tear adjacent to the luer. A device history record review was performed based on sales history, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: "luer-lock connection has leaking issue" during patient use. No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.